Event description:
During a c-section the physician was holding a hemostat and when cautery was used on the hemostat, burned a hole in the glove and caused a small burn to the physician's thumb. (Burn about the size of a pencil eraser) per the md, the hemostat was shiny (first time he has seen it.) No adverse outcome to patient.